Event description:
It was reported that in the adult ICU in the m.d. Was not able to pass the catheter through the sheath placed in the patient's basilica. After four unsuccessful attempts, a new catheter was used to successfully complete the procedure. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence. The patient was a (B)(6) male with thorax trauma from a bullet wound.

Manufacturer narrative:
(B)(4). The device will not be returned.